Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaint for systems component separate is confirmed based on review of provided imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''after the balloon was loaded into sheath and valve was coming over the arch, a luceny was noticed where the pusher meets the valve. Valve crossed annulus with no issue and was deployed easily. Lucency remained attached to delivery system and was observed coming into sheath under fluoro. When system was removed, the pusher was seen to be split. The cause is unknown.'' Per imagery review, it was observed that there was longitudinal damage to the flex tip and a partial circumferential break of the flex tip/flex shaft bond, with the flex tip bent 90 degrees away from balloon shaft at location of the break, with flash and deformation of the material (stretching) near the bond. Per review of the manufacturing processes for this investigation, it was concluded that the observed longitudinal flex tip damage would be unlikely to have occurred during the manufacturing process. Additionally, review of the DHR for the complaint work order did not reveal any relevant non-conformances that would have contributed to the complaint. Lastly, a complaint history review did not reveal any similar complaints for longitudinal cracking of the flex tip. During the manufacturing process, the flex tip is bonded to the flex shaft using a thermal die bonding system heat treatment. A flex tip to flex shaft bond separation with inadequate heat treatment would be evidenced by minimal stretching (''clean'' break) of the material at the bond site. In this case, the imagery provided shows stretching of the material. The flash and deformation of the material near the bond could be an indication that the components were bonded correctly, but experienced excessive force. If the flex tip broke longitudinally first, that could increase the forces on the tip to flex shaft bond beyond what is intended, potentially leading to the observed partial circumferential separation of the flex tip from the flex shaft. Additionally, review of the provided patient imagery revealed aorta angulation at 61 degrees, as well as presence of calcification and tortuosity within the access vessels. Tortuous patient anatomy, including horizontal aorta, may lead to non-coaxial alignment of the devices within the anatomy. This misalignment can lead to tracking difficulties, tension build up in the system, and/or diving of the valve into the flex tip. If the valve struts dive into the flex tip, it could contribute to the longitudinal split of the flex tip, depending on the angle of insertion and/or advancement, as well as interactions with any challenging patient anatomy (i.e. Calcification, tortuosity). However, in this case, no issues were reported during advancement of the delivery system through the sheath, tracking of the delivery system through the patient anatomy, valve alignment, retraction of the flex catheter prior to deployment, or withdrawal of the system from the patient. Therefore, it is unknown when the flex tip damages occurred. Furthermore, as the device was not returned for investigation, further examination of the device damage to evaluate for excessive force during the procedure versus a possible manufacturing defect was unable to be performed. However, no device or manufacturing non-conformance was confirmed during the evaluation. As such, due to the limited information available, a definitive root cause is unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist, during a tavr procedure with a 26mm sapien 3 ultra valve, after the balloon was loaded into sheath and valve was coming over the arch, a lucency was noticed where the pusher meets the valve. Valve crossed annulus with no issue and was deployed easily. Lucency remained attached to delivery system and was observed coming into sheath under fluoro. When system was removed, the pusher was seen to be split. The cause is unknown.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from an imaging evaluation. The following sections of this report have been updated: b.4, b.5 g.3, g.6, and h.2. The investigation is ongoing.

Event description:
Per imaging review of photos provided of the sheath, longitudinal damage to flex tip running the entire length of the flex tip, with balloon and flex tip/flex shaft bonding area exposed was observed. Partially circumferential break of flex tip/flex shaft bond, with flex tip bent 90 degrees away from balloon shaft at location of bond break and flex tip longitudinal damage was observed.